Event description:
It was reported an angio-seal device was deployed in 2004. The pt present 4 days later with cellulitis at groin. Vancomycin was administered intravenously. An ultrasound and CT scan revealed no sign of infection or abscess. The pt was reported to be doing well. The physician stated the pt may have been in a hot tub following deployment, which may have contributed to the inflammation.